Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a recorded glucose level of 481 mg/dl, and troubleshooting and education were completed. Symptoms included elevated blood glucose. Outcomes included no reported long-term impact beyond the acute event. Investigation included review of device performance, user-reported history, and troubleshooting steps. Investigation of this case revealed no confirmed device malfunction or component failure and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.